Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.

Event description:
Dexcom was made aware on 05/09/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported by the parent that the adult patient experienced abscess from a skin reaction which occurred the day the sensor was inserted in the abdomen. According to follow up with the patient after the initial report on (B)(6) 2024, the patient inserted 3 consecutive sensors on (B)(6) 2024 and they all had her bleed. She cleaned the area with alcohol and the next day the area was hurting, and she noticed an abscess. She immediately went to an urgent care, they just examined it by just looking and feeling it, but no laboratory test had been done. She was only prescribed to take oral medication of amoxicillin 500 mg 3 x a day for 10 days and went home after this on (B)(6) 2024. Upon follow-up 23 days later, the patient was feeling fine and after the 10 days of medication the wounds were fully healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.